Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device serial number, and a subsequent model number change, were later reported.

Event description:
It was reported the device failed to pace in unipolar, yet when programmed to bipolar, it paced according to the programmed parameters. Information was later received reporting high impedance and loss of capture in unipolar configuration. The device was explanted and replaced. No patient complications have been reported as a result of this event.